Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "air detected" alarm and the iabp stopped pumping. The customer verified there were no physical sings of blood on the iab tubing and replaced the iab but the alarm persisted. The patient was switched to another iabp and symptom occurred again. The patient was switched to a third iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative could not confirm the "air detected" alarm condition when he gained access to the tow pumps on (B)(6) 2013. He completed an inspection with full calibration, functional testing, and safety check to factory specifications. The iabp functioned normally and the company representative returned the iabp to the customer. (Second pump related to this event serial number (B)(4): MFR report #2249723-2014-00375) ref: (B)(4).